Event description:
While inserting a blade into a handle, the surgical tech (jc) wrapped the blade in a surgical towel. The tech wrapped her hand around the towel and tried to insert the blade at which time the blade cut through the towel, and into her hand. The resulting injury required 4 stitches to close. The surgical tech reported to reporter of this event, that she considered it to be user error and not the fault of the device.